Manufacturer narrative:
Additional information concluded this was not a patient use event. Updated the report accordingly.

Manufacturer narrative:
Patient information was requested, unavailable at the time of this report. A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the defibrillator did not deliver a therapeutic shock to the patient. The clinicians used a different device to shock the patient. There was no reported adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the defibrillator did not deliver a therapeutic shock to the patient. The clinicians used a different device to shock the patient. There was no harm to the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the defibrillator failed an operational check test and was not available for use. There was no reported patient involvement/adverse patient impact. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.